Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 25-apr-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 20-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-11-29, information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wanted the ins reprogrammed to better capture their left side. The rep was to meet with the patient to reprogram stimulation on (B)(6) 2018. No further complications were reported. On 2019-01-04, information was reported on 2019-jan-04 by a consumer via a manufacturer representative that the patient was not getting the coverage they needed for their left neck and arm. The patient was reprogrammed but was unable to get arm coverage. The health care provider (hcp) was aware that a lead revision may be need if programming did not work. An x-ray confirmed that the leads had not moved. The issue was not resolved at the time of the report and a surgical intervention was not planned or performed. No further complications were reported. On 2019-feb-12, additional information was received from the patient via the manufacturer representative (rep) reporting that the patient was recently reprogrammed to capture more pain in their left upper extremity. The reprogramming was not successful. It was indicated that the medical doctor was notified and the lead revision would be scheduled. No factors were reported that may have contributed to the issue. The issue was not resolved at the time of the report. No surgical intervention has occurred, but surgical intervention was planned just not yet scheduled. It was asked but was unknown when the event began. No further complications were reported/anticipated.